Event description:
In 2008, the pt reported that "2.10---" was displayed on the screen of his infusion device. The pt was using a recalled power pack. He was advised to insert a corrected power pack into the infusion device. He did so and the infusion device functioned properly. He stated that he is aware of the recall and used the power pack by mistake. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.